Event description:
As it was reported by the affiliate via email: once opened the pouch, the surgeon realized that the hub was broken, thus a new device was used to carry out the procedure. There was no damage to the product box or pouch prior to use.

Manufacturer narrative:
An analysis of the product is anticipated, but the product has not yet been received by cordis. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.